Manufacturer narrative:
Corrected data: device not returned. An event regarding crack/fracture involving a mako impactor was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: not performed because no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review: there has been no other event for the lot referenced. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. If the devices and/or additional information are received, this investigation will be reopened and re-evaluated.

Event description:
Broke in half while impacting trial baseplate.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Broke in half while impacting trial baseplate.